Manufacturer narrative:
Despite multiple requests for additional information, no information has been received. The device was not returned for evaluation; therefore, it cannot be determined if the lens developed calcification. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The second form refers to deposition of calcification onto the surface of the iol, most likely due to environmental circumstances (e. G., changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. The device lot number is unknown; therefore, a device history record (DHR) could not be performed. Based on available information, the exact cause of the reported event could not be conclusively determined. Note: hydroview is an obsolete device and is no longer marketed or manufactured by bausch + lomb.

Manufacturer narrative:
The explanted lens was returned to b+l. The optic was in three pieces and had a cloudy white appearance, which testing confirmed was calcium. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The second form refers to deposition of calcification onto the surface of the iol, most likely due to environmental circumstances (e.g., changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on available information, the exact root cause of the event cannot be determined. Hydroview is an obsolete device and is no longer marketed or manufactured by bausch + lomb.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted was calcified and will be explanted from the patient¿s eye on (B)(6)2017. The lot number or serial number of the lens was not provided; therefore, it cannot be determined if this is an hydroview 1.0 lens. Additional information has been requested, but not received.